Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v004735, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v004735, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The manufacturing representative (rep) reported the patient was having shooting pains in her groin. A program change was attempted and the patient was still having shooting pains so she went to her physician. The physician turned the stimulation off until (B)(6) 2015. The patient's leg was still tingling after having stimulation off, and was still experiencing those pains. If additional information becomes available, a follow-up report will be submitted.